Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the composix ex device (device #1), additional emdrs have been created to address the ventralex (device #2) and two ventralex st devices (device #3 and device #4). Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: in 2005 the patient underwent surgery for implant of an unspecified composix ex device (device #1). It is alleged that in 2008 the patient underwent surgery for implant of an unspecified ventralex device (device #2). As reported, in 2012 the patient underwent surgery for implant of two unspecified ventralex st device (device #3 and device #4). It is alleged that in (B)(6) 2008, (B)(6) 2012, (B)(6) 2013 the patient experienced unspecified injuries. The patient's attorney is alleging general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."